Event description:
The suspected handheld computer and the flashcard software were returned to the manufacturer on 03/03/2016. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned handheld computer was completed and the reported allegation battery failure, will not hold charge was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications .

Event description:
It was reported that a handheld computer for a medical professional could not keep the charge. Troubleshooting was performed did not solve the issue. A replacement motion tablet was sent to the medical professional. The return of the suspect handheld computer is expected but it has not been received to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.